Event description:
Damage to the pump housing and usb port was reported by the customer, though it did not affect the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, and the customer, who acknowledged the need to program settings and connect their cgm to the new pump, agreed to return the damaged pump using the provided ups return box within 10 days to avoid being billed. Customer will continue to use current pump.